Event description:
During application of an endo stitch with endo stitch applier, the surgeon passed suture through first area of stomach. The endo stitch broke in half and the needle was embedded in the wall of the stomach. The other needle was locked in position, and the endo stitch was removed. The broken portion of stitch could not be located using endoscopy; however, the fragment was identified with x-ray. The fragment was very small (1 to 2 mm) in size and diameter. The decision was made to not retrieve the fragment.